Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz1567 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reports that after caregiving it was observed that the catheter is ruptured near to the suture wings. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed but the exact cause remains unknown. One photo sample of a 2 fr perqcath catheter was provided for evaluation. The catheter is shown outside of patient use. A complete fracture is present in the catheter tubing extending form the winged hub. The characteristics of the fracture surface could not be clearly inspected from the image provided. Based on the photo provided, possible contributing factors include tensile damage, sharp instrument damage, and material fatigue. Since a complete break in the catheter tubing was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
Customer reports that after caregiving it was observed that the catheter is ruptured near to the suture wings. No other information was provided.